Manufacturer narrative:
A third party service agent evaluated the customer¿s device and did not verify the reported inability to detect a paddles lead connection. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not recognize a connection through its paddles lead. In this state, the device may not be able to provide defibrillation therapy, if needed. There was no report of patient use associated with the reported event.